Event description:
Pt suffered a minor burn to the medial aspect of the left leg. Nma neuromonitoring machine was used. Diagnosis or reason for use: cervical disc disorder with radiculopathy. Nma, (B)(4).